Manufacturer narrative:
Conclusion: no conclusion can be drawn at this time. Should add'l info be obtained, a supplemental 3500a form will be submitted accordingly.

Event description:
Customer reported that, a pt presented with a recurrent hernia. Pt is scheduled to have a follow-up surgical procedure to address the recurrent hernia. The causal relationship of the event to the device is not known.